Manufacturer narrative:
(B)(4).

Event description:
It was reported right after implantation, lead dislodgement issues were observed. There is no confirmation which leads were dislodged. The right ventricular lead was explanted and replaced. It is unknown if the atrial and left ventricular leads were explanted and replaced. No further information is available.